Event description:
It was reported that the patient presented with grade 4 functional mitral regurgitation (mr) and mitral valve pressure gradient (mpg) of 5 mmhg for a mitraclip procedure. During the procedure, gripper orientation was performed and was successful. One gripper was unable to lower and raise during simultaneous gripper actuation. The device was replaced with another clip to complete the procedure. The mpg increased to 8 mmhg and the mr was decreased to grade 2 post procedure. The physician was satisfied with the results despite the gradient at 8mmhg. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported difficult single gripper actuation issue could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.